Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient last charged the ipg approximately a month ago. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the device was explanted and replaced.